Manufacturer narrative:
The field service engineer (fse) found that diluent was slowly leaking and accumulating on top of the sheath tank. The fse tightened all of the fittings on the sheath tank and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.